Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm that foreign matter is in the instrument channel tube, but found that the brush cannot pass through smoothly. Other evaluation findings are as follows: the instrument channel tube had slight leakage; the insertion tube was slightly worn; the objective lens was slightly worn; the light guide lens was slightly worn. The user does not know what the foreign materials is and the foreign material could not be removed. The user did not use the clogged scope for the next procedure and reprocessed the device with correct procedure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope has foreign matter in the instrument channel tube, and the brush cannot pass through smoothly. The issue was found during preparation for use. The gastroscope procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the photo provided confirmed the foreign material in the biopsy channel. The foreign material was unable to be identified. Furthermore, no physical damage of the device was confirmed at where the foreign material was remained. Whether there was deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained or not was unknown. Therefore, root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.